Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient underwent revision of the obtryx ii system - halo device on (B)(6) 2017 due to unreported reason. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Additonal information for b5 (describe event or problem), e1 fields (initial reporter) and h6 (patient codes). Block e1: this event was reported by the patient's legal representation. Additional attorneys of the patient: (B)(6). Block h6: patient codes 1930, 2119, 1994, 2348, and 3191 capture the reportable events of infections, urinary retention, chronic and severe pelvic pain, trouble with bowel movements, and excision and additional corrective surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo sling device was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, after the surgery, the patient suffered from trouble with bowel movements, chronic and severe pelvic pain, infections, excision, urinary retention, and additional corrective surgery. Additionally, the patient suffered from medical expenses and emotional distress. Reportedly, the patient underwent revision of the obtryx ii system - halo device on (B)(6), 2017. Boston scientific has been unable to obtain additional information regarding the event to date.